Manufacturer narrative:
Information contained in this report was previously submitted through asr on 31/oct/2008. A review of the device history record has been completed. No deviations or non-conformances noted. The event of varied injuries are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: the device related to the reported event was received. Visual analysis found white particles on the inner surface of the device. Brown particle material found in the fill channel of the diaphragm valve was removed; one opening on the anterior and one curved opening measured 0.3mm, was observed approximately 4.0 cm away from center of the valve. Micro analysis observed five non-penetrating nicks near opening. There was no valve leak observed. Fill inspection confirmed no blockage of the port hole of the diaphragm valve. Analysis assessment is identified as surgical damage. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a right side deflation. Additional information from patient representative reported patient had concerns about the position of their implants, the implants were overly large and disproportionate to their body, patient had lost sensation in their nipples, and nipples were pointing down. Documentation also alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. Device has been explanted.